Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's family member had initiated therapy prior to having the pt connect the transfer set to the pt line of the homechoice set. After noting this the family member had pt connect to the setup. Bxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt's family member, no pt injury or medical intervention was assoicated with this incident.